Event description:
It was reported that a malfunction alarm occurred with the customer's pump, specifically indicating malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to the customer for resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the problem recurs, which the customer acknowledged and understood.